Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: cloudy, straw-colored fluid consistent with local soft tissue reaction; mild synovitis. The information received does not change the MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that approximately (B)(6) months after his implant surgery, patient felt a popping sensation in his hip and began suffering from discomfort and severe pain in his groin and hip. The pain has increased over the last year, making it more difficult and painful for him to walk, move his leg, or perform any physical activity. The patient also suffers from headaches, stomach cramps and feels sick much of the time, which are symptoms of metallosis. Patient sought treatment from his orthopedic surgeon. The surgeon began to investigate the cause of his leg and hip pain. Through diagnostic films and blood tests, the surgeon concluded that his hip implant had failed and needed to be replaced, and that the patient was suffering was (sic) metallosis, due to increased amounts of cobalt, chromium and toxic metals in his bloodstream. Patient is currently scheduled to undergo revision surgery. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient had requested that products be removed.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege that approximately six months after his implant surgery, patient felt a popping sensation in his hip and began suffering from discomfort and severe pain in his groin and hip. The pain has increased over the last year, making it more difficult and painful for him to walk, move his leg, or perform any physical activity. The patient also suffers from headaches, stomach cramps and feels sick much of the time, which are symptoms of metallosis. Patient sought treatment from his orthopedic surgeon. The surgeon began to investigate the cause of his leg and hip pain. Through diagnostic films and blood tests, the surgeon concluded that his hip implant had failed and needed to be replaced, and that the patient was suffering was (sic) metallosis, due to increased amounts of cobalt, chromium and toxic metals in his bloodstream. Patient is currently scheduled to undergo revision surgery. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient had requested that products be removed. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information, date of implant and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, explant date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege that approximately six months after his implant surgery, pt felt a popping sensation in his hip and began suffering from discomfort and severe pain in his groin and hip. The pain has increased over the last year, making it more difficult and painful for him to walk, move his leg, or perform any physical activity. The pt also suffers from headaches, stomach cramps and feels sick much of the time, which are symptoms of metallosis. Pt sought treatment from his orthopedic surgeon. The surgeon began to investigate the cause of his leg and hip pain. Through diagnostic films and blood tests, the surgeon concluded that his hip implant had failed and needed to be replaced, and that the pt was suffering (sic) metallosis, due to increased amounts of cobalt, chromium and toxic metals in his bloodstream. Pt is currently scheduled to undergo revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed.